Event description:
The manufacturer received information alleging a ventilator inoperative being displayed after replacing the main printed circuit assembly during service on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was undergoing service for the universal serial bus (usb) port not being detected at a third-party service center when the reported issue was identified. During the evaluation it was noted that the software version had caused the issue to occur on the device. The third-party service technician updated the current software version to address issue. The third-party service technician had observed to additional error codes, internal battery not detected and power vbus dropped, on the device's error log. The third-party service technician further evaluated and determined the internal battery had caused these two error codes to occur on the device. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. Two t20 torx screws were replaced and fitted due to missing on the device. The external flow cable was routed properly after it was found not to be routed correctly underneath m/c flow sensor. This was unrelated to the reportable issue. The torx screw was fitted to secure the blower sub-assembly to the main housing. This was unrelated to the reportable issue. The blower sub-assembly was secured properly to the main housing after it was found not secured to the main housing. This was unrelated to the reportable issue. The internal battery was replaced to address another error code, soft power fail, that was observed on the device's error log. This was unrelated to the reportable issue. The latest software was installed due to an error code, calibration data, that was observed on the device's error log. This was unrelated to the reportable issue. The fio2 sensor needs replaced to address the two error codes, fio2 sensor railed low and fio2 sensor not calibrated, that were observed in the device's error log after the device had failed the fio2 sensor receptacle verification test step. This was unrelated to the reportable issue. The device passed all final testing.